Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device gave an alarm and would not provide cardiopulmonary resuscitation during patient use. As a result, an unplanned pause in cardiopulmonary resuscitation would have occurred, if needed. The patient associated with the reported event did not survive.

Event description:
A customer contacted stryker to report that their device gave an alarm and would not provide cardiopulmonary resuscitation during patient use. As a result, an unplanned pause in cardiopulmonary resuscitation would have occurred, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer informed that the device use did not contribute to the patient outcome. A clinical review was performed and it was determined when the device failed, the rescuer started manual CPR according to the instruction for use. Therefore, it is likely that the interruption in CPR was short, and the incidence did not contribute to the patient¿s outcome. Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. After replacing the protective pcb assembly, the device was subsequently returned to the customer for use. The removed part was further evaluated at product analysis center (pac) and the cause of the reported issue was determined to be due to a damaged component, x1, on the protective board.